Event description:
The consumer reported the patient was having a "burning or ripping pain at my implant site" for "at least 8 months" (2015). The patient attributed the pain to the implant due to it being right at the implant site. No falls or trauma noted. It was reported later on (B)(6) 2016 that the patient doctor was not notified. The patient was going to see another doctor who does implants. The patient was not happy with their previous doctor .the patient wanted it remove as it was not working anyway. The patient did not know the cause of the pain but was taking hydrocodone for the pain. The patient say a neurologist who thought it was from the previous back problems but it was not. The pain at the implant site has not been resolved but seems to be getting worse and at times it was unbearable. The patient's indication for use was fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.